Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for an implant using a 14f amulet delivery sheath . During the procedure, the device showed a strawberry shape indicating the device was too compressed and unstable. The device was recaptured and 25mm amulet was prepared and deployed. This device was compressed but was not stable with tag test in 6 different deployments. The implanter decided to go back to original 28mm amulet which upon advancement in the 14f amulet delivery sheath detached from the cable. The sheath was damaged, the 14f amulet sheath had a hole in it.. Implanter heard a noise as the device came detached from the cable. The case was abandoned and the defeat will be closed watchman flex. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
An event of material hole and improper or incorrect procedure (reused delivery system) was reported. The device was returned for analysis. It was observed that the sheath was bent (kinked) and deformed. However, there was no hole on the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported material hole on the sheath could not be determined. The reported improper or incorrect procedure or method is due to the user reused both device and sheath. The observed kinked/bent and material deformation of the sheath were due to post-procedure handling of the returned device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.